Manufacturer narrative:
H10: the device was received for evaluation. The visual inspection by naked eye of the product showed residual blood in the dialysate side between the header and the housing. A leak test of the blood side was performed and a leakage could be found. The reported condition of an external blood leak was not verified. However, an internal blood leak was verified. The cause was a deflected fiber which ends outside the sealing area. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone number:  (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two hours into treatment with a polyflux 210h dialyzer, an external blood leak was observed between the header and the housing (venous side). The leaked volume was reported to be approximately 1 ml. The filter was replaced with another polyflux 210h and the treatment was completed. There was no patient injury or medical intervention associated with this event. No additional information is available.